Event description:
It was reported that the health care professional (hcp) wanted a review of the reports on this right atrial (ra) lead due to multiple atrial tachy response (atr) episodes. Technical services (ts) reviewed the reports and noted that the impedance on this lead had a slight downward trend but remained within range. Ts noted that there were noisy signals and suggested the hcp some troubleshooting actions. The lead remains in use. No adverse patient effects were reported.